Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Philips technical support advised the customer how to determine which of the two possible clock batteries was in the unit and provided part number and pricing for each style. The issue resolved by battery replacement . The device was retuned to service.

Event description:
The customer states that time will not keep once set. No patient/user harm was reported.